Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
During surgery, the customer found unevenness of skin removal, blade swing up and down, so they used another dermatome to complete the surgical. No harm and no delay was reported; the surgical technique was utilized. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4).. This medwatch is being filed to relay additional information. On (B)(6) 2018 it was reported that the customer found unevenness of the skin removal. The blade swings up and down so they had to use another dermatome to complete the surgery. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome was not performed by zimmer biomet china as the customer requested that the device be returned without repair. Repair of the air dermatome was not performed by zimmer biomet (B)(4) as the customer requested that the device be returned without repair. The reported event was non-verifiable as the device was not evaluated or repaired by zimmer biomet (B)(4) as the customer requested that the device be returned without repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not evaluated or repaired by zimmer biomet china as the customer requested that the device be returned without repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.